Manufacturer narrative:
A correlation between the returned pump and the reported infection could not be conclusively determined. Evaluation of the pump revealed deposition in the inlet stator, and rotor bearing ball. The deposition was partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms. A root cause for the observed deposition could not be conclusively determined through this evaluation, the distal side of the inlet stator and rotor bearing ball revealed dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation; however, its origins and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange for suspected device thrombosis. The patient had a history of previously unreported driveline infection and non-compliance. It was reported that the patient's inr at the time of the event is unknown and no log files are available. The patient is reportedly doing well post the pump exchange. Additional information was requested but was not provided.